Event description:
Surgeon used the compression wires through the plate with forceps to successfully achieve compression. When the surgeon tried to remove the wire with a k-wire driver, the compression wire snapped just below the plate. The compression wire went bi-cortically and there was about 3mm on the far cortex of bone sticking out. The wire could not be retrieved and was left in the patient.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.